Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood 300 mg/dl. Customer reports they do not have a backup plan available. Customer was not treated for high blood glucose. Customer report that they have not contacted their healthcare provider regarding unexplained high blood glucose. The customer reported via phone call indicating that the insulin pump alarm motor error/e70 . Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device has been exposed to high magnetic field, had an xray at the dentist and did not remove the device. Customer were able to complete pump rewind. The customer did have 2 motors alarm with the past 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer did not want to troubleshoot for low or high blood glucose.